Manufacturer narrative:
The returned sensors were evaluated. During evaluation the sensors passed all visual and functional testing. The sensors were determined to be functioning as designed.

Event description:
The customer reported sensors "just stopped working" no consequences or impact to patient was reported.